Event description:
Patient c/o being cold and exhibited chills/shaking 2 hours into treatment. No devotion in temperature noted. Patient stayed on for 1 hour. Chills continued, patient c/o legs being numb. Tylenol given, temp 100.2. Treatment discontinured. Patient transported to hospital and admitted. Blood cultures negative. No definitive diagnosis at hospital. Pyrogren testing and millipove testing or r/o water and dialyste wnl. F80 dialyzer 8th use.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.